Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 2/6/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that " the suture had snapped and other issues with it shortly afterwards during lumbar fusion procedure." Please provide more details about the "other issues" observed. Can you identify the product code and lot number of the product that was used? Were there any patient consequences? Is the device or samples from the same lot available to return for analysis? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2023 and suture was used. During the procedure, the suture had snapped and other issues with it shortly afterwards during lumbar fusion procedure. No patient harm reported. Additional information was requested.